Event description:
Event description boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing tones from his device. The device had been implanted 2 days. Upon interrogation the device was at beginning of life 3.24 volts. A manual capacitor reform was performed and the charge time was 7.9 seconds. A data disc was sent for analysis. Therapy history, and the oldest bank files were missing from the disc. The newest bank information shows high shock impedance >125 ohm, and >2000 ohm measured on the lv lead. Additional information indicates that this product is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local boston scientific crm representative stated the lv lead was not initially implanted, which is why the pacing impedance was out of range. A procedure to implant the lv lead was performed 2 days after the original implant. The setscrews were tightened at the revision and there has been no further problems with high shock impedances. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations.